Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's implantable cardiac monitor transmissions revealed episodes of ventricular oversensing. Programming changes were made on 12 feb 2020. No adverse patient consequences were reported.